Event description:
It was reported that bd unknown nexiva diffusics separation adapter from tubing. It was reported by customer that we had one break apart while in a patient. Verbatim: rcc received a complaint via email. For product #: 383539 catheter nexiva closed IV dual port 18 ga 1.25 in ui# (B)(4), we had one break apart while in a patient on (B)(6) 2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of separation adapter from tubing was confirmed upon inspection of the photo. Analysis of the sample showed that the reported defect was observed. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.